Event description:
It was reported that the patient's generator was replaced prophylactically. Historically the explant facility does not return devices to the manufacturer for analysis and therefore return of the suspect product is not expected to date. No further relevant information has been received to date.

Event description:
It was reported that the patient experienced an increase in seizure frequency. The patient's physician was unable to assess the causation of the patient's increase in seizure frequency and there were no known external factors that contributed to the increased frequency. The patient was referred for generator replacement. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.